Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified a 10015489 sample was not available for investigation of this feedback; however the customer provided a photograph of the affected sample; analysis of the photograph confirmed that the tubing had been torn close to the back check valve component (appendix 1). Further information provided by the customer indicates that the tubing damage was identified after 800ml had been infused. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 18106092 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as the sample was not available for investigation, however the observed damage is consistent with the tubing having been subjected to an external force. As the damage was observed after 800ml of fluid had been infused, it is unlikely that a manufacturing defect had contributed to the customer's experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 10015489 product in the past 12 months.

Event description:
The reported feedback suggests that the et break near back check valve. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.